Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the specific code that the patient saw with the power on reset message was the call doctor. The patient's health care provider reset the battery in the office, and the battery was deactivated during surgery to successfully clear and resolve the power on reset message. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported a power-on-reset (por) was seen on the ins after going in for surgery (emi exposure). The patient was redirected to their healthcare professional (hcp). No patient symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.